Event description:
The hcp reported that the patient has had four surgeries due to pump "flipping" in abdomen. The hcp reported that this issue has been ongoing since implantation of pump 2002. Difficulty accessing the pump is encountered at refill and the patient has been experiencing increased lower extremity spasticity. Surgeries have been performed by two different neurosurgeons. The hcp reports that as of 7/2004, the pump is "still mobile in abdomen".